Event description:
It was reported that high threshold and low impedance were observed. During lead repositioning, the connector pin felt as if it was loosening within the connector. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. The connector pin was normal.